Event description:
It was reported that prior to a tastric bypass procedure, they heard a noise from within the instruments sounding as if something was loose, so the device was not used. Another device was used to complete the procedure. There was no patient consequence.